Event description:
Information was received from a patient (pt) on (B)(6) 2023 regarding an implantable neurostimulator (ins). The reason for call was pt reported they noticed over time that they were having to charge their implant more and more frequently. Pt stated they notified their rep about this over text a long time ago. Pt stated they hadn't changed their settings or patterns of therapy use, and wanted to know if this was normal. The caller was redirected to agent reviewed information with pt and directed them to contact their rep to try reprogramming. Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that their stim would shut off and they found they were charging it everyday. It started out 2 times a week depending on their therapy. It was also taking hours to charge. Since replacing the antenna, it has been better but still needed frequent charging and still lasted less than a day. Cause of charging their implant more and more frequently was that it would go dead the next day after forgetting to shut it off at night. Pt said the battery would need to be replaced on march 8th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the issue was resolved-lasts for about 3 days now, thought it should be longer with more than 1 charge per the recharger but guess not. Device was returned.